Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl (13.9 mmol/l) while wearing the pod on their arm between 36 and 48 hours. It was reported that the adhesive was not sticking well to skin. The reporter stated they had placed the pod in bad spot which might have caused the cannula to dislodge from the pod infusion site. The patient was taken to the emergency room (ER) on (B)(6) 2026, where they remained from 8 am to 5 pm. The patient¿s symptoms included being unable to sleep, vomiting, and abdominal pain. The patient was diagnosed with diabetic ketoacidosis. As treatment, the patient received intravenous insulin. The patient was released from the (emergency room) after approximately 9 hours.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.